Event description:
End user states "he put the dc adapter into the outlet and it melted at the tip that plugs into the lighter." (B)(4). No injury alleged

Manufacturer narrative:
(B)(4) 2012. At the time the initial decision to not elevate was due to the fact that this is an accessory. Elevated per protocol(B)(4) keyword "melted." (B)(4) has been initiated for this issue. Model tpo100b, serial number/date code (B)(4) is approximately 1 year and 4 months old. The owner's manual part number 1156872 rev c (jan-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.